Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vacuum continued after the footswitch was released during a surgical procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative suspected the cassette was the cause of the reported event. The system was manufactured on july 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).